Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports an incident where the infusion port of the triple lumen came off. It was snapped off leaving the line exposed. They are cleaning with alcohol and have not changed their protocol. The catheter was pulled and replaced.

Manufacturer narrative:
Based on the samples received for this complaint, product code (B)(4), lot 1419000084 was received. The device history record (DHR) reviews were performed. There were no deviations related to this reported condition. There are no non conformance reports (ncr)¿s related to the reported issue and lot. Samples were received for evaluation. The samples consisted of product (B)(4) with the lot number 1419000084. A visual inspection was performed and no deficiencies were found on the incomplete (B)(4) kit sample. The infusion adapter was observed to be placed correctly and secure. The reported condition was not confirmed. As part of the investigation process the product was analyzed and an attempt was made to replicate the reported issue during the manufacturing process by a manufacturing engineer. The condition was replicated; approximately several factors were engineered to obtain the results. The quantity of glue, the position of the infusion extension on the mandrel and the cure time with the uv light; however it was not possible to determine which of these functions were involved at the time the issue occurred. Considering that the issue was not confirmed in the samples provided, it was not possible to confirm any of the analyzed causes. No trends or triggers were identified; therefore, no further actions were required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.